Event description:
The consumer stated that she was hospitalized due to sepsis and dehydration, as a result of a bladder, kidney and urinary tract infection, after incontinence pad usage. She stated that she had a fever of 102 degrees on (B)(6) 2013 and experienced vomiting on (B)(6) 2013. She visited the ER on (B)(6) 2013 and was hospitalized for 5 days. She received IV antibiotics while hospitalized. Upon discharge, she was given a prescription of oral ciprofloxacin to take for 14 days. She visited her nephrologists for follow-up and he indicated that her kidneys are ok now.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.